Event description:
The customer reported that there was no audible sounds from the central station external speaker. The device was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audible sounds from the central station external speaker. The device was in use on a patient. There was no report of patient or user harm.